Manufacturer narrative:
MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Found battery door had cracks . Primary audible alarm post and auxiliary control unit (acu) watchdog were found in the event history log. The technician was unable to duplicate the auxiliary control unit (acu) watchdog error at power up process and unable to duplicate the primary audible alarm post error. Pump was found running loud at the syringe delivery test. The root cause of the reported issue was unable to be determined. Replaced speaker and main board for preventive measures. Cleaned and greased the whole motor assembly. Performed power up process and all functional tests.

Event description:
It was reported that a primary alarm post auxiliary control unit (acu) watch dog failure occurred and 700 milliliter per hour runs loud. No patient injury was reported.